Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports nearly 7 months after the dental implant was placed in ada site 3 in the mouth, the implant lost integration. Upon the crown seating, clinician noted bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reports nearly 7 months after the dental implant was placed in ada site 3 in the mouth, the implant lost integration. Upon the crown seating, clinician noted bone loss and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).